Manufacturer narrative:
Device model: similar to us model 2800. Device evaluation summary: as received, x-ray demonstrated moderate calcification on leaflet 1, heavy calcification on leaflet 2, and minimal calcification on leaflet 3. The wireform appeared distorted near commissure 3 and leaflet 3, and commissure 1 was bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Incidental findings: leaflet 1 had a cut of approximately 9mmx6mm; cut section was not returned. The cut had smooth and straight edges. Host tissue and calcification restricted leaflet mobility and led to stenosis. The sewing ring was cut near leaflet 2. The reported calcification was confirmed through device evaluation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported a 21mm aortic bioprosthetic valve was explanted due to calcification leading to restricted leaflet motion after an implant duration of approximately four (4) years, one (1) month. The patient was reported as doing fine. There were no reported complications. The device was returned for evaluation.